Event description:
The manufacturer received information alleging the trilogy 100 ventilator failed to power on. No harm or injury was reported. During device evaluation the failure to power one was duplicated was confirmed. The device's power management board required replacement to address the issue. Additional findings not related to the malfunction/issue: during the evaluation, it was noted that the dc port was damaged. The dc power connector cable requires replacement to address the issue. However, no repairs were completed because the device was scrapped.